Event description:
Extension tube found in arterial line insertion kits unable to read waveform, flush, or draw back blood when attached to a-line tubing and transducer. When extension tubing is removed and a-line line tubing connected directly to arterial line catheter waveform able to be read, flushed, and blood can be drawn back. X2 extension tubing from 2 different kits with same problem. This is a bd product inside of a medline kit. Manufacturer response for arterial line tubing, (brand not provided) (per site reporter) [redacted date] sent to medline with request to identify the product ID within this kit and confirm if it should return through medline. [Redacted name] has submitted quality complaint and will facilitate the return. [Redacted date] - 2 RMA's & mailer labels received. [Redacted date] - determined to send samples to medline separately using both RMA's. (See tracker 3839). [Redacted date] - sample shipped fed-ex.